Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 469 mg/dl and 381 mg/dl. The customer was treated with the insulin pump. While correcting for their blood glucose, the customer had an insulin flow blocked alarm. The customer was assisted customer in performing a 5.0u fill cannula. Customer stated the insulin exited. Customer declined troubleshoot for low blood glucose level. The customer was advised to change the entire infusion set system. The insulin pump will not be returned for analysis.